Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: two photos were provided; pictures shows an or monitor. In the or monitor tissue with staples can be seen. The staples are noted with the proper shape formed. No signals of bleeding is observed. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon wait 15 seconds prior to firing? How was the leak addressed in addition to the drain? Please clarify the staple formation of the other rows? Does the surgeon routinely put in a drain? Please clarify if the "outer clamp line"? Closest or farthest from knife? What is the current patient status.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the blue test a leak was detected in the gastro enteric stapling performed with the reload (B)(4) lot: p4t35a and the stapler pse45a lot: r92397, both of the kit number (B)(4) lot:10126249. According to the photos, there was a bad formation of the outer clamp line. The stapler had normal operation on the other staples and no abnormality was detected. There was an increase in time of the surgery, patient left with a drain and will be delayed the beginning of the diet. We identified leakage of the methylene blue dye during the test via orogastric tube. Such leakage occurred in the staple line of the gastro-enteric anastomosis. We visualized line of staples with clear enlargement of the staples, suggesting a no closure of the staples during the stapling. We did not find leakage in other areas of suture performed during surgery.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57214. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.